Event description:
Baxter (B)(4) received a report that an intermate had a broken distal end "line". It is unknown at what stage this condition occurred. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition as a separated distal luer; specifically, the distal luer post was broken. The root cause of the broken luer post was determined to be a manufacturing defect: stress from the shrink-wrapped packaging design, material integrity of the luer component, and the sub-optimal dimensions of the bond pocket. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.